Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level that ranged from 542-543 mg/dl and high ketones. Customer delivered a correction bolus prior to being hospitalized in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while admitted to the hospital. The cause of the high bg was unknown. Tandem technical support performed a pump system check and determined the pump functioned as intended. At the time of the report with tandem technical support the customer was still admitted in the hospital. Customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain patient release date; however, a response from the customer was not received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.